Event description:
It was reported that (1) device was used during a laparoscopic colon. Info of the event is written in german. Awaiting translation from affiliate. There was an extended or time. 05/19/1999 message from affiliate. The anvil of the tsw35 slipped out and fell down. The extended or time was due to malfunction of the device. The case was completed using another instrument.